Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicate that sensor noticed that cannula was missing. Customer stated sensor were damaged. No harm requiring medical intervention was reported. No product is expected to return for analysis.